Event description:
The lay user / patient contacted lifescan (lfs) alleging that the meter displayed "battery". The patient is disabled and was unable to get out of the house to replace the battery. The patient visited the physician and reading at the physician's office was above 20 mmol/l (360 mg/dl). The patient did not receive any medical treatment. She did not experience any symptoms; however, has been unwell with a "water infection". The patient had not tested in a week and has been using visual blood sticks to get an idea of her blood glucose level. She has had the meter at least three years. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported as an adverse event, since she received a 360 mg/dl on the physician's meter while not being able to test on his meter for some time, although there is no specifics on her symptoms.

Event description:
The lay user/pt contacted lifescan (lfs) alleging that the meter displayed "battery". The pt is disabled and was unable to get out of the house to replace the battery. The pt visited the physician and reading of the physician's office was above 20 mmol/l (360 mg/dl). The pt did not receive any med treatment. She did not experience any symptoms; however has been unwell with a "water infection". The pt had not tested in a week and has been using visual blood sticks to get an idea of her blood glucose leve. She has had the meter at least three years. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported as an adverse event, since she received a 360 mg/dl on the physician's meter while not being able to test on his meter for some time, although there isno specifics on her symptoms.